Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-04239. Related manufacturer reference number: 1627487-2019-12183. It was reported that the patient was unable to set ipg into MRI mode due to high impedances. It was reported that patient had therapy prior to replacement. Due to impedance issues two leads were explanted and replaced with two new leads; the ipg was also explanted and a new ipg was implanted. Therapy was restored post-surgery with no reported complications during procedure. As it is unknown which lead device with the high impedance, both devices were reported.